Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported that a trapezoid rx basket was used in the bile duct to capture a stone during a cholelithotomy procedure performed on (B)(6) 2026. During the procedure, the device was advanced to the bile duct in preparation for stone retrieval. It was observed that the wire was fractured at the handle connection point, preventing the basket from grasping the stone. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.